Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 4 was not responding. A field service engineer (fse) checked back of the drawer and found that the pyxibus cable was disconnected from the controller board. The fse reseated the connection to resolve the issue. All matrix drawers connected to the controller boards were zip tightened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user attempted to destock a medication from drawer 4, but the drawer would not open. When she checked the setup zones, drawer 4 was highlighted in yellow. Additionally, the keys were hanging besides the cabinet. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.